Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported a vns therapy programming system was having intermittent communication. The physician was unable to communicate with 3 different pts. Troubleshooting performed by the physician identified the serial adapter cable as the component causing the issues. The serial cable has been returned to the MFR and is pending product analysis.